Event description:
It was reported that t:slim x2 pump battery would not charge using original charging cable and wall adapter, although pump had previously charged to about 90¿95% with third-party charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to plug original tandem charging supplies into a confirmed working outlet for at least 30 minutes, after which pump began charging, pump did not shut down or fail to power on, no further assistance was required, and customer was advised not to use third-party charging supplies.